Event description:
Pentax medical became aware of a reportable malfunction on 01-jun-2021 within the emea region. The reported complaint was that there were image disturbances during angulation and a bump in the insertion flexible tube(ift) involving pentax medical video colonoscope model ec38-i10f2, serial number (B)(4). There was no report of patient harm. The endoscope has been repaired.

Manufacturer narrative:
This device is not distributed in the united states so the 510k number is blank. Device manufacture date is unknown. (B)(4). This complaint is being processed in accordance with (B)(4) decision backlog management plan. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the insertion flexible tube (ift) bump and the ccd module defect. Based on the result, we concluded that it was caused due to an excessive force applied on the ccd cable and the physical damage on the ift. Correction information: follow up #1, coding changed based on the investigation result: component code. Additional information: type of follow up.